Event description:
It was reported that the patient wasn¿t getting very good relief and was changed to a different healthcare provider (hcp). A ¿routine side port¿ was done and the healthcare provider (hcp) was unable to aspirate. A dye study was done. The area of the catheter issue was unknown. A catheter replacement was scheduled. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. It was later reported that the saline was put into the pump by the other pump manager. The ¿side port¿ was done on (B)(6) 2014. There were no symptoms. The healthcare provider (hcp) was deciding if he wanted to resume therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8590-8, lot# n216787, implanted: (B)(6) 2010, product type: accessory; product ID 8590-9, lot# n239680, implanted: (B)(6) 2010, product type: accessory; product ID 8590-8, lot# n216787, implanted: (B)(6) 2010, product type: accessory; product ID 8590-9, lot# n239680, implanted: (B)(6) 2010, product type: accessory. (B)(4).